Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient implanted with a disc using distractors in an artificial disc replacement for a cervical hernia at c5/6. It was reported that after deployment, a pin was installed in c5/6. When the trial was inserted, the distractor weld part came off when the product was installed and was tried to expand. The product was replaced afterward but it came off again and the 2 points were broken. Only 2 distractors were broken, there were no defects with the remaining 4 products. The products were used on the patient and the patient was on the operating table when the products malfunctioned. There were no patient symptoms or complications as a result of the event. No further complications were reported/ anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis part# 8756480 ; lot# pm13a010- visual and optical examination identified that the welding is sheared-off all around the assembly. The distractor is broken at the level of the welding. No defects were found at the level of the breakage. This type of breakage is consistent with an overloading of the welding by applying excessive distraction loads at the tip of the instrument. H6: updated eval. Code method and eval. Code result post analysis. Updated annex g code post analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.